Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 197 ohms. Technical services recommended to perform a max energy commanded shock. At this time, the lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedances measuring 197 ohms. Technical services recommended to perform a max energy commanded shock. At this time, the lead remains in service. No adverse patient effects were reported. This supplemental report is being filed as additional information was received that this right ventricular (rv) lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.